Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/04/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that post-op of a low anterior colon resection performed on (B)(6) 2019, there was a leak with the anastomosis. The patient was managed with a CT guided drain. The patient got better, the drain was pulled. A week after the drain was pulled the patient got worse and a second drain was placed. Additional information was provided that the surgeon always uses buttressing with the circular stapler. As it relates to firing technique, it was reported that the physician's assistant is above and the surgeon is below; the surgeon fires the device. Because of the thickness of the buttressing strips, the surgeon would typically dial to the middle of the green range as he had used the a competitive blue device for years with buttressing. Therefore, he dials to the line that is indicated for 1.5 mm of compressed tissue thickness. The surgeon's technique is to fire the device twice to ensure the buttress material is completely cut. IFU information was shared with the surgeon. The surgeon does check the donuts and the washer. He leak tests using a water test. He also uses the sigmoidoscope to eyeball the anastomosis to look for bleeding and check staple form. No malformed staples were reportedly identified. The patient presented with a leak about 20 days post-op. The patient had a CT guided drain placed and continued to be monitored. The patient has not been reoperated.